Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope exhibited visible thread (wire) at the distal end. The issue was found during reprocessing. There was no patient involvement.